Manufacturer narrative:
Staple line oversewn additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a sleeve gastrectomy. There was an excessive bleeding.the bleeding was not over 500cc. The staple line was over sewed to stop the bleeding. The patient is recovering as normal with no adverse effects.